Manufacturer narrative:
G4:18jan2021. B4:19jan2021. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. If additional information is received at a later date, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:27jan2021. B4:28jan2021. The field service engineer replaced the front bezel to address the issue. Unit passed required performance verification tests per philips standards. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26aug2020.

Event description:
Customer contacted technical support (ts) stating that unit's touchscreen values are jumping without touching it. The customer reported there was no patient involvement and occurred during setup of the unit.